Manufacturer narrative:
Combination product: yes.

Event description:
Home monitoring showed rv capture control disabled. Periodic iegm shows noise. Lead trends appear stable though rv sensing amplitude remains low. Advised further lead evaluation. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.